Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. Vessel morphology from the time of implant was not reported. Currently it was reported that the thoracic aorta walls are very thin and frail. The patient has a connective tissue disorder that causes their aorta to be friable and develop aneurysms. A recent CT revealed a bulging of the aorta at the level of the apex of one of the proximal metal stent struts. The physician elected to implant a 36x36x100 valiant captivia device to extend proximal to the lsca to exclude the pathology in question. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).